Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. A lot number was also not provided, and so a DHR could not be performed.

Event description:
The initial reporter stated that they had a bag break and begin to leak. Mmdg did attempt to gather more information about the complaint, however, no further information was ever made available. [(B)(4)].